Manufacturer narrative:
(B)(4). Actual product returned. Tie was properly assembled. Tie did not interfere the plate to be opened or closed. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. Welding around the ports was in good condition, there was no presence of weak welding or over welding that could cause a leakage. Also y -connector ports had no damage, ports were in good condition. Exit port was in good condition.

Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: 'it was also reported a mark like a hurt was found on the reservoir.' Was the reservoir unable to lock and activate due to the hurt found on the reservoir? Or is this defect, mark like hurt a separate issue, cosmetic? No information was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and a reservoir was attached to a drain. After the procedure, the reservoir used for subcutaneous drainage could not be locked, and negative pressure could not be created. It was also reported a mark like a hurt was found on the reservoir. The reservoir was replaced to another new reservoir. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.